Event description:
It was reported by consumer that the brakes will not lock into place on the (B)(4) transport chair. Tech services confirmed the brakes should lock into place. This is a new unit with no patent injury or property damage.